Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing episodes due to right ventricular lead noise were observed on merlin.net transmission. It was noted that the transmission signals were consistent with that of a deceased patient. Law enforcement was contacted when clinic could not contact the patient and patient was found to be deceased at home. The cause and date of death was unknown. It is undetermined if noise signals were actual lead noise or were consistent with expired patient. There is no known allegation from healthcare professional that patient's death was related to implantable cardioverter-defibrillator system.